Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: an implanted construct that was implanted (B)(6) 2012 failed 6 weeks after implantation. Two of the three screws implanted near the articular surface broke under the screw head. No further information available. This is 1 of 3 reports for this event.

Event description:
This is 1 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The dimensions were found to be in compliance with the technical drawings of the producer and ao asif specifications. Scanning electron microscope observations and findings showed that the failure was caused by fatigue and overload. Based on the topography of the fracture surface we can conclude that the locking screw had to absorb and neutralize bending loads for a large number of cycles. A failure resulting from either a material defect or the manufacturing process of the implant can be excluded.